Event description:
The customer reported a complaint about scopes dripping cidex opa after running the manual air cycle in the aer. The dripping caused staining on the ground and cabinets. This issue started after the customer disconnected the heater. The instruments that are processed in the aer are olympus colonoscopes and gastroscopes.

Manufacturer narrative:
(B)(4); staining. An asp fse was dispatched onsite and tested all systems. The fse ran a test cycle and stated that unit met manufacturer's specifications.

Manufacturer narrative:
Correction: manufacture date: 03/2009. Asp investigation summary: the investigation included a review of the device history record, service and complaint history, trending by product line, the health hazard evaluation and CAPA. The DHR for the aer was reviewed and the machine met manufacturing specifications when released. The service and complaint history was reviewed for the asp automatic endoscope reprocessor with printer and there was not a significant trend. Trending analysis was completed for the problem code "scope residual liquid post processing" and the trend line lies below the upper control limit. The hhe (health hazard evaluation) for residual high level disinfectant (hld) was reviewed and the risk was low. The CAPA was initiated to investigate customer reports of residual fluid remaining in or outside of an endoscope after being reprocessed with asp aer. The endoscopes covered in these complaints are pentax (other than 70 series with fwj), olympus, and fujinon. An asp clinical services representative reviewed the customer's cleaning procedures and recommended addressing their pre-cleaning methods with particular attention to rinsing and checking the pressure through the channels during the air cycle. An asp field service engineer (fse) was dispatched to the customer site finding no problem with the aer unit. Additionally, a letter was sent the customer recommending that they review the olympus scope connection diagrams which can be found on the asp website at: (B)(4). It was also recommended to review the customer letter that addresses staining in general while using cidex opa solution. The customer stated during follow-up that residuals occur sporadically due to incomplete air blowing/drying through the endoscopes and confirmed that if residuals were present, the endoscopes were completely wiped down with alcohol before use. Concomitant: cidex opa product evaluation: there were no human reactions to the solution, and hence, no additional evaluation of exposure to disinfectant is required. The customer was processing olympus colonoscopes and gastroscopes ((B)(4)) using cidex opa solution.